Event description:
Spontaneous report per (B)(6) at (B)(6) hospital to confirm IV treprostinil patient's dosing. Per (B)(6), patient, is in the hospital because of her internal line was displaced and they need to replace it. Unknown dates and length of stay. No other information provided. Reported to (B)(6) by: health professional.